Event description:
It was reported the pump logs showed 14 personal therapy manager (ptm) activations on (B)(6)-2013, however, the maximum/day was set at 12. The session data pump log report confirmed this. The pump was used to deliver bupivicaine and dilaudid. As of (B)(6)-2013, the patient was receiving effective therapy. The physician was asked if the bolus count was reset, after the rate was increased. This question had not yet been answered at the time of this date.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).